Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 560 mg/dl at the time of incident and the current blood glucose level was 216 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose level. Customer stated that auto mode feature was not active and automatically adjusting insulin at time of high blood glucose event. The insulin pump will not be returned for analysis.